Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (investigation findings, investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d4(version or model #). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, no fault found. All battery operation checks and run time tests passed. The device is functioning correctly and charging the batteries as intended. Power cord was it would not retract. Line cord was untangled and not functioning.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump (iabp), the power cord would not retract and batteries were not charging, there was no patient harm or injury reorted.